Manufacturer narrative:
The customer reported complaint that autopulse platform (sn (B)(6) displayed user advisory (ua) 18 (max take-up revolutions exceeded) was confirmed based on the archive data review and functional testing. The root cause of the reported complaint was the failure of both single point load cells. The customer reported complaint that the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position) was confirmed during review of the archive data but not during functional testing. The fault code could not be reproduced during testing. A review of the archive file revealed that the device failed during take-up and displayed fault code 16 and ua18 error messages; thus, confirming the customer's reported complaint. The autopulse platform failed functional testing during take-up due to the displayed ua18 error message, confirming the reported complaint. As take-up is performed, the driveshaft moved the lifeband past the maximum allowable take-up depth without detecting load change at the load plates. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. In this case, ua18 occurred because the load cells didn't detect a load change during take-up. Load cell characterization test results revealed that both load cell modules were over-reported before take-up, which triggered the ua18 advisory message. Both load cells were replaced to remedy the error message. Subsequently, the platform was tested with the large resuscitation test fixture (lrtf) with test batteries until discharged without any fault or error. Despite thorough testing, the reported fault code 16 could not be reproduced. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Event description:
The customer reported during an in-service, the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position) and user advisory (ua) 18 (max take-up revolutions exceeded). They replaced the lifeband but the issue persisted. No patient involvement.